Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image was not visible. The issue was found before a therapeutic laparoscopy procedure, which was completed with a similar device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut in the cable, loss of tightness due to damaged cable, rust on the optical retention coupler. A root cause could not be identified of the event (no camera head visible) as the event was not reproduced. Based on the results of the investigation, the root cause of the cut in the cable, loss of tightness due to damaged cable, rust on the optical retention coupler could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.